Event description:
The company was informed that the pt's device was explanted due to device extrusion. The pt was not reimplanted. Advanced bionics is in the process of gathering more info. A supplemental report will be submitted once more info is obtained.